Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that tubing detached at the quick release and the patient observed insulin out of the tubing about 12 hours after changing the set. This issue occurred with five sets. No further information available.